Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and checked under fluoroscopy with no issues. After inserting the delivery catheter system (dcs) through the right femoral artery, two attempts at implantation with recapture were made and when it was noticed that the valve presented infolding. The valve and dcs were removed from the patient and infolding was confirmed. Thrombus was present on the valve. A new valve and dcs were successfully used for implant.  The patient was hemodynamically stable. Echocardiogram showed a mean gradient of 14mmhg, therefore a post-dilation was performed with a 20x40 atlas balloon. Echocardiogram examination was performed again and showed a mean gradient of 7mmhg and no regurgitation. No prolonged hospitalization was needed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011800136); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0011866457); product type: 0195-heart valves product ID evproplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold was first noted after the second recapture as the valve was deep in the non-coronary cusp (ncc). Of note, this was a transcatheter aortic valve (tav) - in - surgical aortic valve replacement. The thrombus was observed on the leaflets and skirts of the valve. Heparin was administered during the procedure. The first activated clotting time (act) was measured after 30 minutes and the act throughout the case was 250 seconds. At the time the thrombus was noted, act measured 150 seconds. The patient did not have any pre-existing coagulopathy issues.